Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The cse inspected the device and calibrated the flow sensor only. The unit passed extended self testing.

Manufacturer narrative:
No parts replaced. The flow sensor required calibration only.